Event description:
The customer reported an intermittent sensor. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. An open in the cable on the emitter circuit at the bend relief was observed during continuity testing. This resulted in an error message to display on the lab monitor. The sensor led did not illuminate.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an intermittent sensor. No consequences or impact to patient were reported.